Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 212 mg/dl and 128mg/dl compared to readings of 118 mg/dl and 60mg/dl respectively obtained on a healthcare professional (hcp) meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 212 mg/dl and 128mg/dl compared to readings of 118 mg/dl and 60mg/dl respectively obtained on a healthcare professional (hcp) meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly. However, all results were not within the specifications. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned puck and the puck pcba and no signs of damage or corrosion were observed. The device was scanned via evaluation module (evm). The data was obtained and reviewed for any signs of sensor data corruption or glucose reading abnormalities. None were observed during data analysis. The device was brought to the bench for testing. The battery voltage on the returned sensor was measured. The patch data that was extracted from previous phase of the investigation was reviewed. Puck was observed to be sensor state 8 (error termination). The returned sensor was scanned on the evm (evaluation module) using the ptugen4 tool. A source measurement unit (smu) test was executed to assess the functionality of the puck and verify the accuracy of its readings. It was observed that the puck transitioned to state 4 (active paired), indicating that it had entered a normal operational mode and was fully functional. The puck¿s electrical currents were measured and were found to be within specification, confirming the absence of accuracy issues. Additionally, a poise voltage test was performed and results that were observed to be within specification indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. Sensor thermistor testing was within specification indicating that the puck's thermistor was fully functional. The customer's reported complaint was not confirmed due to no abnormal errors being observed during testing and the returned puck passed all testing. No evidence of a product malfunction was observed during the investigation. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.